Event description:
Additional information received - the lens was thrown away.

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens but did not like the way the lens was sitting in the eye, the lens would not rotate. The lens was cut to remove with no patient injury. A different type lens was implanted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic.(B)(4). Evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.

Manufacturer narrative:
(B)(4).